Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the communication bus. A field service engineer replaced the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had failed drawer and unable to open. A customer stated that they need to provide medicine to patient. So they manually open the drawer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation system had failed drawer and unable to open. A customer stated that they need to provide medicine to patient. So they manually open the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected as intended. The field service engineer replaced the drawer controllers to resolve the issue. The system functioned as intended after troubleshooted the device.